Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service a female peritoneal dialysis patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler passed away on the machine. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient expired at home on (B)(6) 2022 due to unknown causes. It was affirmed the patient was connected to her liberty select cycler at the time of death. The patient was found unresponsive and pulseless by family. Emergency services were activated, and the patient was pronounced deceased in her home on the same day. It was reported there was no indication the patient¿s death was related to pd therapy or due to a deficiency or malfunction of any fresenius product(s) or device.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s death. In the absence of the required information, the root cause of this patient¿s death cannot be determined; however, there was no indication the patient¿s death was related to pd therapy or due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. It is well known the esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Therefore, the liberty select cycler can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service a female peritoneal dialysis patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler passed away on the machine. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient expired at home on (B)(6) 2022 due to unknown causes. It was affirmed the patient was connected to her liberty select cycler at the time of death. The patient was found unresponsive and pulseless by family. Emergency services were activated, and the patient was pronounced deceased in her home on the same day. It was reported there was no indication the patient¿s death was related to pd therapy or due to a deficiency or malfunction of any fresenius product(s) or device.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.